Event description:
My husband, charles arthur roberts, was implanted with a medtronic synchronized pain pump in 2006. It was filled on (B)(6) 2011. I could not wake him up. The pump malfunctioned and thru him into a stroke that wiped out the whole right side of his brain. His brain was on fire and caused seizure after seizure and grand mal seizure in hospital. He was combative. They put him on boxing gloves and had to call for a human cage to be brought in to keep him from hurting himself and others. They finally found meds to calm the brain a little, but it took months. I could not bring him home because of his need to strike out at me. Dr. Told me that it would be the caregiver that got hurt. At the end of 2012 after he had been in a facility for 8 months, I brought him home because seizure meds were not given on time and caused him to act out and no one could touch him and had to be taken to hospital numerous times. He is home now with a cna during the day, but had parkinson's disease and has to have assistance in all daily duties. Screams when angry and cannot use hands to feed himself, etc. Has to be fed and bathroom duties. It has been a nightmare. I do remember before pump malfunctioned, he used to drop things a lot and shake. I tried attorney after attorney to take his case, but they knew that if FDA approves pump you cannot go after the manufacturer. I keep up with medtronic online and found out the department of justice forbade them to make pumps anymore in 2016. My husband should be compensated for his injuries. Will it ever open up where injured people who could not file before statute of limitations ran can now file? The past 5 years has been really hard . My husband had numerous tests for years. Medtronic wrote me and told me that after checking the pump they found that there was corrosion around the pump and that it had stalled for many, many hours.